Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the cord is caught between the two bodies of the pencil. The reported condition was confirmed. The device broke prior to application. The insulation of the cord is damaged and failed hi-pot. There was no injury reported. This pencil was accepted by the machine and accepted by the inspector and should have been rejected. The device history record(DHR) for the complaint product lot was reviewed; no discrepancies were found. There are 2 preventative actions to detect and reject this type of defect from entering accepted product. The 1st preventive action is energy limits on the welder. The 2nd is the 100 % visual inspection by operator for defective or damaged product. Corrective action, engineering checked the welder and confirmed the energy limits are active. The investigation identified the root cause of the reported event to be non-optimum ultrasonic bonding. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sub total gastrectomy, the pencil housing got cracked and cord got exposed. New device was opened to continue. There was no patient injury. The investigation found out that the device failed hipot testing on the blue wire near the parting line of the pencil body.